Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged housing issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg and reverted to an alternate method of insulin therapy.